Event description:
A patient service representative, assisting a (B)(6) male patient, contacted zoll customer support to report that the patient's battery charger will not power up. The patient was sent a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger won't power up) has been confirmed. Upon evaluation, it was determined that the power supply unit would not power up the charger. The cause for the faulty power supply cannot be positively determined. No adverse event resulted from the defective power supply. The patient received a replacement charger/modem.